Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the aortic cutter on the heartstring iii did not create a proper aortotomy. It was not spherical and the edges were shredded. The same device was used to complete the procedure. The hosp did not report any pt effects.